Event description:
As reported: "when screwing in the femoral neck screw, the spikes broke off at the tip. Both spikes broke off when turned in. It was not driven in with a hammer. One spike was found, the other was not. A second tray had to be opened (another patient was delayed as a result). This extended the surgery time by about 30 min."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure. The received u-blade lag screwdriver had both his pegs broken off with the material deformation in the counterclockwise direction. This indicates that the breakage happened during the tightening process. Fragments were not received for the analysis. We can see clear deformation in the connecting threads of the lag screw. The breakage happened during the application of excessive force while tightening. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when screwing in the femoral neck screw, the spikes broke off at the tip. Both spikes broke off when turned in. It was not driven in with a hammer. One spike was found, the other was not. A second tray had to be opened (another patient was delayed as a result). This extended the surgery time by about 30 min."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.